Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that the insulin pump malfunctioned and customer was hospitalized for high blood glucose on (B)(6) 2021. Customer¿s husband took her to the emergency room and they discontinued the pump and started using manual mean and intravenous since she was over 900 mg/dl and had to be in intensive care unit. Blood glucose reading was over 1000 mg/dl in the hospital. Customer was dehydrated. The insulin pump will not be returned for analysis.